Event description:
The bd nexiva IV 24 gauge (0.75 inch) inserted without a problem. The needle disengaged without issue; however, the disengaged needle would not disconnect from the wings/catheter. With the assistance of another nurse we were able to dislodge the disengaged needle from the wings. The inserting nurse held the wings and catheter firmly while another nurse pulled and twisted the disengaged needle. This incident occurred another time with another patient in the atic. The needle and lot number were kept. Both were 24 gauge needles. Lot #4068173. The bd representative will be picking up the defective disengaged needle from the atic.